Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a cut block¿s spike on the back of the block fractured off when the instrument pan was opened prior to surgery. During pre-operative setup, the pan was opened and the spike on the back of the cut block fractured. The event was identified before the procedure began and prior to patient use. There was no patient involvement. There is no additional information available.